Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #1627487-2018-02950, reference MFR report #1627487-2018-02963. It was reported the patient's drg lead migrated (confirmed on x ray). Reportedly, patient had a bad fall a couple of weeks back. During diagnostics testing high impedances were noted on the lead contacts. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 2 of 3. Reference MFR report# 1627487-2018-02950, reference MFR report#1627487-2018-02963. Additional information identified that surgical intervention was undertaken on (B)(6) 2018, wherein the leads were explanted and replaced in the same position as the previous leads. Reportedly, effective therapy was established post-operatively issue was resolved.